Event description:
X-ray system failed to initialize for a catheterization procedure. The patient was unstable due to an acute mi. The patient arrested as the system was being turned on. The x-ray system displayed an error code indicating a communication failure.